Event description:
It was reported that the patient experienced pain and discomfort due to ipg migration. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned.